Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the insulin pump had retainer ring damage. Troubleshooting was performed. The customer stated the type of damage was a crack and pump was not turning on. The customer also stated that the reservoir was able to lock in place when inserted into the pump. No harm requiring medical intervention was reported.  The customer had discontinued using the device. The device will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to cracked lcd glass. Additionally, there are dog chew marks around the pump case which also resulted in the bottom of the pump case being compressed causing the end cap to become detached. Unable to perform the displacement test due to the blank display and extensive physical damage. Found the electronic assembly (pcba 1 and pcba 2) sustained physical damage. No actual damage was found on the retainer however, the reservoir compartment (back of the pump) has dog chew marks. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: detached end cap, dog chew marks, stained keypad overlay, scratched case, and pillowing keypad overlay. Blank display is confirmed due to cracked lcd glass. Extensive cosmetic damage on the pump case is confirmed. Detached end cap is confirmed. Retainer damage is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The customer returned the pump for an alleged blank display and cosmetic damage (the pump was dropped and hit the floor, then the bottom part cracked, the screen is cracked as well due to the impact, and retainer damage found on 6/28/2023. The pump was received with a blank display due to cracked lcd glass. Additionally, there are dog chew marks around the pump case which also resulted in the bottom of the pump case being compressed causing the end cap to become detached. Unable to perform the displacement test due to the blank display and extensive physical damage. Found the electronic assembly (pcba 1 and pcba 2) sustained physical damage. No actual damage was found on the retainer however, the reservoir compartment (back of the pump) has dog chew marks. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: detached end cap, dog chew marks, stained keypad overlay, scratched case, and pillowing keypad overlay. Blank display is confirmed due to cracked lcd glass. Extensive cosmetic damage on the pump case is confirmed. Detached end cap is confirmed. Retainer damage is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.